Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed both the pressure transducer and the internal leakage tests during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit for the air gas module. The replaced part was returned for further investigation. The provided logs confirm the reported test failures during the pre-use check with pressure value indicating nozzle membrane stickiness. The returned nozzle has been tested in a ventilator (air gas module). It passed the pre-use check. The returned nozzle has been tested in a gas module test system, it showed that the nozzle was sticky, which causes an intermittent pressure glitches during inspiration that caused the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on gas release. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. Unique identifier (UDI) # - the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).